Manufacturer narrative:
H6 update / correction: the patient code c3310 was previously coded in error / is no longer applicable; see also comment below. H10: review of this MDR and / or additional information received shows that there was no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device this report had malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received via a consumer. It was indicated that last fall (2019) the patient was having nerve pain. The following symptoms were further noted: pain, fibromyalgia, partially disabled, nerve pain, sciatica pain, numbness, lower back injuries, migraines getting worse, memory issues, and partially blind. The patient was to follow-up with their healthcare provider. Additional information was received via a company representative on 2020-jul-27. It was confirmed that the healthcare provider / physician had been notified of the event and had no further information to provide. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates a reportable event.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving clonidine (unknown concentration at 19.66 mcg/day) and fen tanyl (unknown concentration at 294.9 mcg/day) via an implantable infusion pump. It was reported that beginning in november the patient started having siatic pain which turned into paralysis. It was noted that the healthcare provider (hcp) increased their boluses from 4 to 6 then 7 to 8 boluses/day. The caller stated that the past 3 times she has gotten refills, "it messes up my clock which messes up my bolus distribution". The device was currently getting cut out 1.5 hours early. No further complications have been reported as a result of this event.